Manufacturer narrative:
Product analysis:"visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload."

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: pain at the skipped intervertebral, procedure: revision surgery (posterior spinal fusion), levels implanted: iliac reason for revision: post-op, a patient complained of pain at the skipped intervertebral. Procedure of initial surgery: "l3: pso, il: spinal fusion" it was reported that, intra-op, when the surgeon tightened driver to confirm a loosening of a connector of setscrew, the tip of the driver was broken. The product came in the contact with the patient. No patient complications were reported. The instrument broke and no fragments were remaining in the patient. "Tlif" was performed at l1/2 where the pain was observed. When the setscrew(s) of connector at il was being re-tightened, a tip of the driver fractured. The broken fragment was removed by tweezers with bone wax put on the tips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.